Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, an aortic and mitral valve replacement was performed. A 27 mm sjm epic valve was implanted in the mitral position and a 21 mm sjm epic valve was implanted in the aortic position. On an unknown date, an echocardiogram showed regurgitation of one cusp of epic mitral valve. The patient reported being diagnosed with mitral valve cuspal prolapse, mitral regurgitation, and tricuspid regurgitation. As consequence, the heart enlarged and there was an increase in pulmonary arterial pressure. The patient underwent a redo aortic and mitral valve replacement procedure on (B)(6) 2014 and tissue valves from another manufacturer were implanted in the aortic and mitral positions. After the reoperation, the patient reported atrial fibrillation, edema, and sleeplessness were experienced. Though the patient has undergone the redo procedure, the surgeon regarded the adverse symptoms were caused by first heart valve implantation surgery.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.